Manufacturer narrative:
Information reasonably suggests that the intraocular lens was removed and replaced during the same procedure. (B)(6). Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The sterilization record was also reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a white particle on the intraocular lens (iol) after implantation. There is no patient injury reported. No additional information was provided to johnson and johnson surgical vision, inc.